Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The stated failure could not be confirmed. A visual inspection does confirms the femoral head impactor tip is missing from the device. The femoral head impactor tip was not returned with the device. This device shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the impactor tip of a femoral head impactor broke. Incident occurred while instruments were outside the patient. Surgery was resumed, without any delay, using a back-up device. Patient was not injured as consequence of this problem.